Event description:
During an external pt transport the ventilator reset itself a number of times. As a result there were missed delivered breaths. The ltv has an external and an internal battery. The ltv will first run from the external battery. When the external battery becomes depleted the ltv will switch to the internal battery source. The problem in this case is that once the load was off of the external battery the external battery voltage increased to an acceptable level again. The ltv then switched from the internal battery to the external battery. Once the load is back on the external battery the voltage drops again and the ltv switches back to internal battery. This cycle continues until the external battery is physically disconnected. During this cycle of switching power sources the ltv is not delivering breaths to the pt.